Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive lost sensor alarms, even after troubleshooting. Customer's blood glucose was 520 mg/dl. Customer reported that transmitter was not communicating with insulin pump. Customer reported that radio frequency was restored. Customer was advised that issue may have been due to orientation. Customer would call back should issue persist.